Event description:
It was reported that patient with history of dislocation underwent a hip procedure on (B)(6) 2012. Subsequently, patient was revised from a hi-wall liner to a constrained liner on (B)(6) 2012, due to dislocation. During the revision procedure, the surgeon had difficulties implanting a 36mm constrained liner, which led to a delay of more than half an hour. The surgeon elected to use a 32mm constrained liner and modular head to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." The user facility was notified of the event on (B)(4) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00284, 00285 and 00294). Modular head was still assembled to acetabular liner upon return. No attempt was made to disassemble the two components.